Event description:
It was reported that the dpt did not sense pressure during use. The pressure was measured as over 300 mmhg. No patient complications were reported.

Manufacturer narrative:
Device was not received for evaluation.